Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the smart remote manager was intermittently failing. The field service engineer was able to resolve the issue by using carbon grease and crimping connections on micro switch on latch. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system was intermittently failing. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.